Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated under testing. Review of device's history logs does show occurences of reported error message. The device was subjected to extensive testing which included bench handling, power cycling, and full functionality testing without duplicating reported malfunction. The multi-function cable and receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.